Event description:
It was reported to boston scientific corporation that an obtryx ii was implanted on (B)(6) 2016. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: eep (erosion/extrusion/protrusion); back pain; vaginal pain; pelvic pain; groin pain; perineum pain; thigh pain; painful intercourse; offensive vaginal discharge; incontinence not present before implant; recurrent incontinence; damage; psychiatric injury. Surgical interventions: on (B)(6) 2019 the patient underwent further surgery regarding the obtryx ii implant under general anesthesia for the following purpose: mesh removal and bladder repair. On (B)(6) 2021 the patient underwent further surgery regarding the obtryx ii implant under general anesthesia for the following purpose: cystoscopy and bulkamid injection. On (B)(6) 2021 the patient underwent further surgery regarding the obtryx ii implant under general anesthesia for the following purpose: cystoscopy and removal mesh and possible bulkamid injection. On (B)(6) 2021 the patient underwent further surgery regarding the obtryx ii implant for the following purpose: follow up and removal of catheter bag. Nonsurgical treatments: the patient was treated with pain medication for the treatment of: various pain medication (e.g. Amoxycillin and codeine) around surgery times or strong infections that occur every three-four months. Treatment duration: variable. The patient was treated with incontinence medication: pessary for the treatment of: support bladder and vagina. On (B)(6) 2019 the patient commenced psychological medication: valium/diazepam for the treatment of: anxiety and some symptoms of depression. Treatment duration: approx. 2 years. Variable times when episodes increase. On (B)(6) 2019 the patient commenced physiotherapy treatment (including pelvic floor exercises or training) for the treatment of: strengthen pelvic floor muscles. Treatment duration: 1.5-2 years. The patient was treated with topical treatment (including oestrogen cream): ovestin vagina cream. Treatment duration: 3-4 years. The patient was treated with injections (not associated with surgical treatment): bulkamid injection for the treatment of: *planned - upcoming injection within the next 3 months. The patient was treated with incontinence medication: hiprex for the treatment of: uti infection and bacteria. Treatment duration: 1.5-2 years. The patient was treated with incontinence medication: ural sachet for the treatment of: urinary alkaniser. Treatment duration: 1.5-2 years. The patient was treated with incontinence medication: contiform for the treatment of: relief from sui. The patient was treated with topical treatment (including oestrogen cream): canestin and ovestin for the treatment of: infection. Treatment duration: 3-4 years. The patient was treated with topical treatment (including oestrogen cream): aci jel for the treatment of: restoration and maintenance of vaginal acidity. Treatment duration: 3-4 years. On (B)(6) 2021 the patient commenced pain medication: amoxicillin-clavulanic acid (curam duo forte) for the treatment of: infection. Treatment duration: 10 days. On (B)(6) 2021 the patient commenced pain medication: cephalexin for the treatment of: treat infection. On (B)(6) 2021 the patient commenced pain medication: oxycodone for the treatment of: pain. Treatment duration: 5 days. On (B)(6) 2021 the patient commenced incontinence medication: catheter bag for the treatment of: alleviate stress post-surgery. Treatment duration: 1 week.

Manufacturer narrative:
Block a1: (B)(6). Block d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. Block h10: the complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Correction: a previous report for this patient and device has been sent under MFR report # 3005099803-2021-00030.

Event description:
It was reported to boston scientific corporation that an obtryx ii was implanted on (B)(6) 2016. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: eep (erosion/extrusion/protrusion); back pain; vaginal pain; pelvic pain; groin pain; perineum pain; thigh pain; painful intercourse; offensive vaginal discharge; incontinence not present before implant; recurrent incontinence; damage; psychiatric injury. Surgical interventions: on (B)(6) 2019 the patient underwent further surgery regarding the obtryx ii implant under general anesthesia for the following purpose: mesh removal and bladder repair. On (B)(6) 2021 the patient underwent further surgery regarding the obtryx ii implant under general anesthesia for the following purpose: cystocopy and bulkamid injection. On (B)(6) 2021 the patient underwent further surgery regarding the obtryx ii implant under general anesthesia for the following purpose: cystoscopy and removal mesh and possible bulkamid injection. On (B)(6) 2021 the patient underwent further surgery regarding the obtryx ii implant for the following purpose: follow up and removal of catheter bag. Nonsurgical treatments: the patient was treated with pain medication for the treatment of: various pain medication (e.g. Amocycilin and codene) around surgery times or strong infections that occur every three-four months. Treatment duration: variable. The patient was treated with incontinence medication: pessary for the treatment of: support bladder and vagina. On (B)(6) 2019 the patient commenced psychological medication: valium/dizapem for the treatment of: anxiety and some symptoms of depression. Treatment duration: approx. 2 years. Variable times when episodes increase. On (B)(6) 2019 the patient commenced physiotherapy treatment (including pelvic floor exercises or training) for the treatment of: strengthen pelvic floor muscles. Treatment duration: 1.5-2 years. The patient was treated with topical treatment (including oestrogen cream): ovestin vagina cream. Treatment duration: 3-4 years. The patient was treated with injections (not associated with surgical treatment): bulkamid injection for the treatment of: *planned - upcoming injection within the next 3 months. The patient was treated with incontinence medication: hiprex for the treatment of: uti infection and bacteria. Treatment duration: 1.5-2 years. The patient was treated with incontinence medication: ural sachet for the treatment of: urinary alkaniser. Treatment duration: 1.5-2 years. The patient was treated with incontinence medication: contiform for the treatment of: relief from sui. The patient was treated with topical treatment (including oestrogen cream): canestin and ovestin for the treatment of: infection. Treatment duration: 3-4 years. The patient was treated with topical treatment (including oestrogen cream): aci jel for the treatment of: restoration and maintenance of vaginal acidity. Treatment duration: 3-4 years. On (B)(6) 2021 the patient commenced pain medication: amoxicillin-clavulanic acid (curam duo forte) for the treatment of: infection. Treatment duration: 10 days. On (B)(6) 2021 the patient commenced pain medication: cephalexin for the treatment of: treat infection. On (B)(6) 2021 the patient commenced pain medication: oxycodone for the treatment of: pain. Treatment duration: 5 days. On (B)(6) 2021 the patient commenced incontinence medication: catheter bag for the treatment of: alleviate stress post-surgery. Treatment duration: 1 week.

Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.